Manufacturer narrative:
(B)(4). A carefusion technical support representative assisted the user facility biomed in troubleshooting the device. They discovered that the device was not plugged into an ac power receptacle and that the device¿s internal batteries were dead (not charged). The carefusion technical support representative advised the user facility biomed to perform the battery charge reset procedure and then charge the internal batteries for 24 hour to see if that corrects the issue.

Event description:
The user facility biomed reported that when the device is turned on it alarms "motor fault". There was no patient involvement reported.